Manufacturer narrative:
Incident device has not been returned for evaluation. Without a lot number, the device history record could not be reviewed. No additional information has been received. A follow-up report will be provided if additional relevant information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly clark received a complaint indicating that "the microcuff would not allow the passing of a bronchoscope. In a 4.0mm microcuff tube, the bronchoscope feeds down until it meets resistance distally." There were no reports of serious injury to the patient. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B) (4).